Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented the dilators tip not smooth. Opened the sheath and dilator, both flushed, after inserting the dilator in the sheath, was noticed that the tip of the dilator was not smooth and presented something. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device was received for analysis. It was further reported that the issue was that the tip of the dilator had a burr.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. The faradrive sheath was returned with its native dilator still inserted, resulting in the removal of the accessory to proceed with device analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Functional evaluation observed the sheath's ability to achieve and maintain deflection. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented the dilator's tip not smooth. Opened the sheath and dilator, both flushed, after inserting the dilator in the sheath, was noticed that the tip of the dilator was not smooth and presented something. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.